Event description:
Boston scientific crm received information that two days post implant of this pacing system, ventricular loss of capture and elevated threshold measurements were observed. The ventricular output was reprogrammed; however, microdislodgement of the lead was suspected. Therefore, a revision procedure was performed and the lead was successfully repositioned.

Manufacturer narrative:
The lead was successfully repositioned and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.